Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm watchman flx pro closure device was successfully deployed into the laa when a pericardial effusion was noted on imaging. The physician had left the closure device attached to core wire, and pericardiocentesis was performed to treat the effusion. The patient was then transferred to surgery in stable condition and the wds was removed from the patient, and the laa was ligated. The patient was stable post cardiac surgery with no further complications.

Manufacturer narrative:
B5 describe event or problem: updated with additional information. H6: impact code added.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm watchman flx pro closure device was successfully deployed into the laa when a pericardial effusion was noted on imaging. The physician had left the closure device attached to core wire, and pericardiocentesis was performed to treat the effusion. The patient was then transferred to surgery in stable condition and the wds was removed from the patient, and the laa was ligated. The patient was stable post cardiac surgery with no further complications. It was further reported the patient received a blood transfusion.